Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the hospitalization was not related and was due to nausea. Patient had met with clinical specialist several times to adjust therapy. It was unknown if the therapeutic benefit was achieved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that the therapy has not worked at all for them since the time of implant. Patient stated that they have been working with a manufacturer representative (rep) for reprogramming sessions but the therapy has not helped on it. Patient mentioned that they went to see their healthcare provider (hcp), and the hcp gave them an injection which was extremely painful and did nothing for them. Patient added that the recovery from the implant was horrible and they were in the hospital for 4 days. The patient was redirected to their healthcare provider to further address the issue.